Event description:
A nasogastric tube insertion led to a lung placement. No other info is available at this time despite numerous attempts to receive additional info.

Manufacturer narrative:
No info or sample received even after repeated attempts. Placement into the lung is a known risk of any feeding tube placement procedure.